Event description:
Complainant alleged that during functional testing, the device prompted a "unit failed" message. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation. Justification for no UDI, this device was manufactured before UDI requirements.

Manufacturer narrative:
The customer was contacted for the return of suspect device. The customer indicated that they do not want to repair the device. The device will not be returning back to zoll for evaluation.